Event description:
It was reported that the patient presented for a follow up in clinic, one week after implant, with a right ventricular lead that exhibited low defibrillation impedance due to fluid build up in the device pocket. The impedance was measured to be within range after the device was manipulated in the pocket. The patient was in stable condition.